Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No buttons scrolling up was noted. The pump had cracked display window corner, scratched lcd window and cracked reservoir tube lip. (B)(4).

Event description:
The customer's father reported via phone call of high blood glucose readings and a button error on the insulin pump. The customer's blood glucose reading was 425 mg/dl. The customer stated that the up button kept scrolling around. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.